Event description:
It was reported that during routine inspections by the hospital cardiosave intra aortic balloon pump (iabp)¿s entire display on the upper display has turned red. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1: (B)(6).